Event description:
It was reported that the patient presented in the emergency room after experiencing presyncope and receiving inappropriate hv therapy and atp for svt. The device was reprogrammed and remains implanted. Patient condition is good.